Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastric bypass. According to the reporter: the customer states that the stapler did not cut, requiring a repeat laparotomy, however, the staple line was complete and the staples were properly formed. There was blood loss of 500cc or more due to the product problem. There was no unanticipated tissue loss or irreversible tissue damage. Surgical time was extended by more than 30 mins. No reinforcement material was used. The last known pt status was reported as okay; it was noted that the pt had developed a wound infection.

Manufacturer narrative:
(B)(4).